Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was dislodged one month after implant. Patient experienced thoracic discomfort. Lead repositioning was unsuccessful, so the lead was explanted and replaced. Patient's condition was stable.